Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a combined mesh and vaginal total hysterectomy procedure performed on (B)(6) 2014. According to the complainant, during the anterior transvaginal mesh procedure after the total hysterectomy, bleeding occurred on the patient's left side. Hemostasis was performed by compression, but hematoma formation was observed at approximately 3cm in the exfoliated surface. Reportedly, bleeding was at 210ml, but blood concentration decreased to hb6.3. Two units of red blood cells were transfused. The patient's condition after the procedure was good and was discharged on the fifth day after the procedure. However, on the tenth day after the procedure, there was a complaint of genital bleeding and fever. An examination was performed and the patient was diagnosed with infection from the hematoma, and wound maceration. Subsequently, debridement was being performed while using of antibiotics daily. On (B)(6) 2014, the patient underwent ablation of anterior vaginal wall incision from where the maceration was, surgical resection, and wound closure under lumbar anesthesia. In addition, there was a complaint of sexual pain. No further information has been reported for this event. Should additional information become available, a supplemental report will be filed.